Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the printer configuration issue. A technical support specialist cleared all pending print queues, disabled power management settings then reconfigured the printer setting and rebooted the printer in order to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system medication label printer was not functioning properly. The user mentioned that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.